Event description:
Acute exacerbation of breathing difficulty due to laryngotracheal burns [dyspnoea]. On 20-aug-2019, a serious initial spontaneous report of acute exacerbation of breathing difficulty due to laryngotracheal burns (dyspnoea) was received from a consumer, along with additional information from a company representative on 21-aug-2019. On (B)(6) 2019, the (B)(6)-year-old caucasian male consumer was implanted with epicel (epicel cultured epidermal autografts) (lot number ee02441, 48 grafts) for the indication of 56.5% total body surface area (tbsa) burns. On (B)(6) 2019, ninety-eight days after being treated with epicel, the consumer developed acute exacerbation of breathing difficulty due to laryngotracheal burns and died on the same day. Treatment for the event was not provided. The outcome of the event of acute exacerbation of breathing difficulty due to laryngotracheal burns was reported as fatal. The quality control (qc) sterility test was performed and pre-release sample type qc2-005 and final product sample type qc2-012 passed the test. Personnel monitoring of qc sterility and environmental results including personal monitoring of manufacturing had passed the grade a parameters. The qc assay including qc2-027 graft inspection assay, qc2-094 dual stain assay, and qc2-010 endotoxin assay was also reviewed and had passed the test. Relevant medical history was not provided. Relevant concomitant medications were not provided. The event of acute exacerbation of breathing difficulty due to laryngotracheal burns (dyspnoea) was considered serious due to the death of the consumer. Additional information will be requested from the reporter and the case will be re-assessed upon receipt. The sponsor assessed the event of breathing difficulty due to laryngotracheal burns (dyspnoea) as not related to epicel. This case was assessed as not being a reportable medical device report (MDR). The event of breathing difficulty due to laryngotracheal burns (dyspnoea) was assessed as serious and unexpected per the epicel directions for use (dfu). Therefore, this case will be expedited to the food and drug administration (FDA) as a 15-day report.